Manufacturer narrative:
(B)(4). Manufactured on october 16, 2012 to october 17, 2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This occurred during an infusion. There was no patient injury or medical intervention. No additional information is available.